Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (lit;dqy). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon catheter allegedly stuck inside the patient and failed to fully deflate. It was reported then detached from the catheter shaft, making removal difficult. The current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: received one vaccess pta dilatation catheter. Upon visual inspection, the returned vaccess pta catheter was received loaded onto an unidentified sheath and connected to a presto inflation device. The catheter was returned without the balloon, which was fully detached and not provided. Marker bands were present, and the glue bullet was noted to be improperly seated. The associated unknown sheath was observed to be bunched, with damage to the distal tip. No additional anomalies were identified. Functional testing will not be performed due to the detached balloon and the condition of the returned unidentified sheath. Therefore, the investigation confirms the reported sheath removal difficulty, deflation issue and detachment of the balloon, as the balloon was fully detached from the catheter shaft and not returned; additionally, the glue bullet was noted to be improperly seated, which would have contributed to the difficulty during removal and deflation problem. However, the investigation for the reported uneven inflation issue is inconclusive, as the detached balloon precluded laboratory reproduction of the reported condition. A definitive root cause for the reported inflation issue, deflation, material deformation, detachment and sheath removal issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d2b (lit; dqy), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 77-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using a vaccess balloon catheter. During the procedure, the balloon catheter allegedly became stuck within the patient and failed to fully deflate. It was reported that the healthcare professional was unable to achieve complete deflation of the balloon, following which the balloon detached from the catheter shaft. Furthermore, the catheter shaft could not be withdrawn separately from the sheath; therefore, both the catheter and sheath were removed together. However, the detached balloon component remained within the patient. The difficult removal was attributed to the inability to separate the catheter from the sheath after detachment. The current patient status is unknown.